Event description:
Nicu rn reported that the stopcock to (B)(6) gesco system (lot #1130033) had "broken off." At the bedside it was seen that the entire stopcock had come off the system. Md notified, peritoneal dialysate cultures drawn, and a new gesco system was initiated.